Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection is resolved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site. It is noted that the suture granulomas from the vicryl material irritated each suture. The recipient presented with bloody discharge when the sutures became irritated. On (B)(6) 2024, the infection began and cleared after a 10-week course of oral antibiotics (type unknown).

Manufacturer narrative:
Correction information sections: d.1, d.4, h.10. Additional information: sections d.4, h.4, d.6a. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.